Event description:
It was reported a patient had lens extraction in the on the right (od) eye on (B)(6) 2022. The catalyst procedure went well. A posterior capsule rent was noticed in the operating room at the end of phacoemulsification and right before cortical removal. The surgeon stated that the posterior capsule rent was not sure how it occurred. The surgeon used a different lens and placed the lens in the sulcus as opposed to in the capsular bag. A suture was used to seal the primary incision that he created manually with a keratome. No additional information was provided.

Manufacturer narrative:
Device evaluaton: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.